Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The coin battery was replaced and that resolved the issue. The se reported that the cause of the reported issue was isolated to coin cell battery depletion.

Event description:
It was reported that, during maintenance of the device, the ht70 plus ventilator generated a battery error message. The ventilator was not in use on a patient at the time of the reported event.